Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the cylinder could not be deflated due to fluid loss from pump damage. A new inflatable penile prosthesis pump component was implanted. There were no patient complications reported.